Manufacturer narrative:
Evaluation of the returned devices revealed that the first evaluated smart coil¿s ddt was sheared off the distal tip of its pusher assembly, pusher assembly was kinked, and the embolization coil windings were offset. The ddt and coil likely became detached from its pusher assembly when the delivery wire was folded by the hospital as mentioned in the complaint. Further evaluation of the first returned smart coil revealed that the pusher assembly was kinked in multiple locations and the embolization coil windings were offset. If the device is forcefully manipulated after getting stuck inside the microcatheter, damage such as kinks may have occur. The offset coil winding likely occurred from the introducer sheath not being properly aligned inside the hub of the microcatheter prior to advancement. He offset coil winding may have contributed the device getting stuck inside the microcatheter. Evaluation of the second returned smart coil revealed that the embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, the embolization coil may began to take shape inside the hub of the microcatheter and resistance may be encountered. Then if the device is continued to be advanced against resistance, damage such as offset coil windings may occur. The first smart coil was damaged and, therefore could not be functionally tested during the functional analysis. However the second smart coil was attempted to advance through a demonstration microcatheter. While attempting to advance the smart coil through the demonstration microcatheter; once the coil exited the introducer sheath and entered the proximal end of the microcatheter, resistance was encountered and the smart coil could not be advanced any further. The non-penumbra microcatheters mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization to treat an arteriovenous fistula (avf) in the vertebral artery using penumbra smart coils (smart coils). During the procedure, after inserting the smart coil''s introducer sheath through the hub of a non-penumbra microcatheter, the physician attempted to advance the smart coil; however, the smart coil became stuck after being advanced a couple of centimeters into the microcatheter. Therefore, the smart coil was removed and the procedure continued using eight non-penumbra coils and the same microcatheter. The physician then attempted to place a smart coil as the 10th coil through another non-penumbra microcatheter. However, the smart coil became stuck after being advanced a couple of centimeters into the microcatheter. Therefore, the smart coil was removed and the procedure was completed using non-penumbra coils and the same microcatheter. In addition, it was reported that one of returned smart coils was detached due to its pusher assembly being folded by the hospital. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet locks were intact on the proximal end of the first smart coil. The pusher assembly to the first evaluated smart coil was kinked in multiple locations. The embolization coil windings were offset on the first and second returned smart coils. The distal detachment tip (ddt) to the first evaluated smart coil was sheared off the distal tip of the pusher assembly and the embolization coil was detached from the pusher conclusions: evaluation of the returned devices revealed that the first evaluated smart coil¿s ddt was sheared off the distal tip of its pusher assembly, pusher assembly was kinked, and the embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the device becomes stuck and is then forcefully retracted against resistance, damage such as a fractured ddt may occur. Further evaluation of the first returned smart coil revealed that the pusher assembly was kinked in multiple locations and the embolization coil windings were offset. If the device is forcefully manipulated after getting stuck inside the microcatheter, damage such as kinks may have occur. The offset coil winding likely occurred from the introducer sheath not being properly aligned inside the hub of the microcatheter prior to advancement. The offset coil winding may have contributed the device getting stuck inside the microcatheter. Evaluation of the second returned smart coil revealed that the embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, the embolization coil may began to take shape inside the hub of the microcatheter and resistance may be encountered. Then if the device is continued to be advanced against resistance, damage such as offset coil windings may occur. The first smart coil was damaged and, therefore could not be functionally tested during the functional analysis. However the second smart coil was attempted to advance through a demonstration microcatheter. While attempting to advance the smart coil through the demonstration microcatheter; once the coil exited the introducer sheath and entered the proximal end of the microcatheter, resistance was encountered and the smart coil could not be advanced any further. The non-penumbra microcatheters mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01864.

Event description:
The patient was undergoing a coil embolization to treat an arteriovenous fistula (avf) in the vertebral artery using penumbra smart coils (smart coils). During the procedure, after inserting the smart coil's introducer sheath through the hub of a non-penumbra microcatheter, the physician attempted to advance the smart coil; however, the smart coil became stuck after being advanced a couple of centimeters into the microcatheter. Therefore, the smart coil was removed and the procedure continued using eight non-penumbra coils and the same microcatheter. The physician then attempted to place a smart coil as the 10th coil through another non-penumbra microcatheter. However, the smart coil became stuck after being advanced a couple of centimeters into the microcatheter. Therefore, the smart coil was removed and the procedure was completed using non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.